Event description:
On (B)(6) 2011, a company rep reported that the up and down buttons of the pt's infusion device work intermittently and become stuck when pressed. They do function if pressed very hard. The infusion device does not beep when the up/down buttons are pressed. The beep volume was set to maximum. Both buttons functioned at the time of the report. She has also experienced times when the menu and check buttons do not work. She notices this issue when attempting to prime. The buttons functioned at the time of the report but the infusion device did not beep when the menu button was pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.